Event description:
It was reported that the patient's leadless pacemaker exhibited an unspecified error message. No intervention was reported. The patient condition was unknown.

Event description:
New information received indicated that the error was received via a remote transmission. The patient then presented for an in-clinic check where device interrogation was normal and manual transmissions were sent. No intervention was performed.